Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) therapy experienced a break in aseptic technique which resulted in peritonitis. The patient was hospitalized for an unrelated indication. On the same day as the hospitalization, the patient was also found to have cloudy dialysate and staphylococcus aureus peritonitis. The patient was discharged from the hospital four days after being admitted. The unspecified treatment for peritonitis was continued post hospitalization but the peritonitis did not resolve. The pd catheter was removed and the patient would perform in-center hemodialysis until the new pd catheter was placed. Approximately two months after the onset, the patient recovered from the peritonitis event. No additional information is available.